Event description:
Device 1 of 3. Reference MFR report#3006705815-2019-00561. Reference MFR report#1627487-2019-02369. It was reported that the patient was not experiencing effective therapy. As a result, surgical intervention was undertaken wherein the scs system was explanted.